Event description:
During a home monitoring follow up on (B)(6) 2018, the pacing impedance value was out of range at greater than 3000 ohms. On (B)(6) 2018 the device was checked in clinic. Noise and high impedances were found only during certain movements of the patient and the ICD. The physician decided to check the lead connection to the device and an incomplete connection was found. The physician connected the lead correctly and there was no noise or high impedances reported.

Manufacturer narrative:
The ICD was implanted on (B)(6) 2018. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The clinical observation was confirmed during analysis. Based on the data and the complaint description, it is reasonable to assume that the reported incomplete connection between the lead and the device header might have led to the complaint description. However, no conclusions could be drawn regarding the root cause. It was reported that after reconnection of the lead to the ICD the clinical observation was not reproducible. There is no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. However, there was no indication of a device malfunction.